Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that the insulin pump alarmed no delivery after multiple site changes and that they customer had experienced high blood glucose of over 600mg/dl. The customer's mother stated that customer treated with injection. During fixed prime, insulin exited and a bent cannula was discovered during troubleshooting. Customer was advised to change site. Bent cannula troubleshooting was performed and customer was advised to change infusion set. The insulin pump will not be returned for analysis.